Event description:
It was reported that the right atrial (ra) lead had an appropriate polarity switch due to undefined impedance. It was also noted that there were atrial high rate episodes with noise. The lead was reprogrammed and is scheduled to be replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.